Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient had an implantable cardioverter defibrillator (ICD) changed (B)(6) 2023 to (B)(6) 2023 with no complications. On (B)(6) 2023 they had a follow-up and presented with non-healing incision from the ICD generator change. There was ICD site was erythematous and scabbing. Keflex and cephalexin were recommended. A pocket revision would be considered if antibiotics did not resolve the infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction", lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", provides instructions related to caring for and controlling infection. The IFU and patient handbook instruct the user to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, the handbook provides instructions on how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced driveline pain and hypotension following an ICD generator exchange. Chest and abdomen CT revealed left ventral hernia. The patient had a nonhealing incision site from the ICD site concerning for erythema.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted system controller event log file contains events from (B)(6) 2023 at 22:03:43 through (B)(6) 2023 at 9:49:12 that primarily consisted of pulsatility index (pi) events. The file appeared to capture the pump functioning as intended. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU and patient handbook instruct the user to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced sensation and stated that their lvad is palpable externally. The patient felt that their driveline was more prominent to touch through their abdomen. Log files did not capture anything in regards to pump function and the pump appeared to function as intended. The event log displayed a couple of low power advisory alarms due to normal battery depletion. There were no other unusual events seen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6).